Manufacturer narrative:
(B)(4). Insulin pump was received with a cracked reservoir tube lip. The test reservoir does lock properly inside the reservoir tube. Pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.